Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Only the deployed stent implant was returned with a non-abbott device. Therefore, the premature deployment was unable to be confirmed. Additionally, one of the distal struts was broken. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the premature deployment appears to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to filing the initial MDR, the following correction has been made to case details: the initial case details stated, "it is unknown if the stent completely dislodged from the balloon"; however, the case details should have stated, "it is unknown if the stent completely dislodged from the stent system."

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid common femoral artery with moderate tortuosity. An 8.0x60 mm absolute pro self-expanding stent system (sess) was removed from the dispenser coil without resistance. The stylet/protective sheath was removed without resistance. The sess was advanced without resistance toward the target lesion. During the procedure, the sess was removed without resistance in order to change an unspecified guide wire. Although the system was locked, after removing the stent system out of the sheath, suddenly, the stent released. It is unknown if the stent completely dislodged from the balloon. A new absolute pro was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.